Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the bile duct during an endoscopic removal of bile duct stones procedure performed on (B)(6) 2024. During preparation/unpacking, the device broke. A photo of the device was provided by the customer and showed the catheter near the guidewire lumen broke and separated into two pieces. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of catheter break. H11: investigation results: the returned extractor pro rx retrieval balloon was analyzed, and a visual evaluation found the catheter broken in two separate pieces. Also, media or photos show the catheter broken. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of catheter break was confirmed. The returned device was inspected and found the catheter was broken in two separate pieces. It is possible that the break in the catheter occurred due to procedural factors such as force or how the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the physical damages to the device. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the bile duct during an endoscopic removal of bile duct stones procedure performed on (B)(6) 2024. During preparation/unpacking, the device broke. A photo of the device was provided by the customer and showed the catheter near the guidewire lumen broke and separated into two pieces. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.